Event description:
It was reported that this insertable cardiac monitor (icm) was explanted because it came out of the body 4 months after being implanted. No new device was implanted. The original icm has been returned. No additional adverse patient effects were reported.